Manufacturer narrative:
(B)(4). PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a hair was noted within the sterile package of a micropuncture transitionless access set prior to use. The complaint device was not used. A different set was opened and used to begin the procedure. According to the initial reporter, no patient adverse events were experienced.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, quality control, and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device confirmed the presence of a long, hair-like fiber inside the product's packaging. Additionally, a document based investigation evaluation was performed. There is evidence to suggest the product was not made to specifications. A review of the device history record showed two nonconforming events which could contribute to this failure mode. Although the nonconformances are related to the complaint failure mode, the affected units were reworked. It should be noted there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause has been determined to be a manufacturing issue; however, appropriate measures have been initiated to address this failure mode. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, quality control, and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device confirmed the presence of a long, hair-like fiber inside the product's packaging. Additionally, a document based investigation evaluation was performed. There is evidence to suggest the product was not made to specifications. A review of the device history record showed two nonconforming events which could contribute to this failure mode. Although the nonconformances are related to the complaint failure mode, the affected units were reworked. It should be noted there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause has been determined to be a manufacturing issue; however, appropriate measures have been initiated to address this failure mode. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.